Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the failure to open for both peds could not be determined. The cause of the resistance during the catheter retrieval is unknown due to the crease at the proximal hub of the microcatheter. There was no stent damage and no catheter kink.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured ophthalmic artery aneurysm with a max diameter of 25 mm and a 40 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The access vessel was the femoral artery, with 8mm diameter. The landing zone was 4mm distally and 4.8mm proximally. It was unknown if a dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was good. It was reported that this case involved a bridging procedure. The first stent, ped2 (4.75-30), was successfully deployed at the distal end of the internal carotid artery. The second stent, ped2 (5-30), was advanced through the first stent and reached the straight segment of the middle cerebral artery. Attempts were made to open the stent, but after deployment, the distal end of the stent presented a y-shape. Further deployment of the stent up to 12.3mm still failed to open it. The decision was made to retract it to the internal carotid artery (within the first stent) and position it 15mm from the distal end of the bridging stent. Oscillatory maneuvers were performed, but the stent displayed a y-shape at the distal end, with the middle section not opening, and the proximal end near the microcatheter partially opened, resulting in an x-shape. Several attempts to open it failed, so the stent was retracted from the body. A third stent, ped5-35, was used. During the advancement of this stent, resistance was encountered. In the middle cerebral artery, attempts were made to remove the microcatheter to open the stent, but significant resistance was felt during microcatheter retraction. After retracting the microcatheter to the stent's distal end, the stent could no longer be deployed. Applying force caused the distal end of the stent to bend and could not be removed. The stent and microcatheter were removed together, and it was found that the stent and microcatheter could not be separated outside the body. A kink damage resembling an accordion effect was observed near the hub of the microcatheter at the proximal section . A new microcatheter and stent were used, and the procedure was successfully completed. The pipeline was not positioned in a bend. Less than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Continuation of d10: product ID ped-500-35 (b791483); product ID ped2-500-30 (d046774); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield and phenom 27 inner pouches. The pipeline flex was returned stuck within the phenom 27 catheter. ¿ damage location details: the pushwire was extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned from ~4.5cm to ~10.5cm from the hub. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the pipeline flex from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the distal end of pipeline flex braid was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of failure/incomplete to open include vessel tortuosity, damage braid, and braid deployed in vessel bend. The customer indicated that the pipeline was not placed in a vessel bend, which eliminates this factor out as potential causes. However, based on the analysis findings, the pipeline flex and phenom 27 were confirmed to have resistance during delivery/retrieval as the pipeline flex was stuck with phenom 27 catheter. In addition, the phenom 27 catheter and pipeline flex braid were found to be damaged. Possible causes include damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. However, the root cause could not be determined. It was noted the patient's vessel tortuosity was severe it is likely that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction report submitted due to incorrect aware date submitted in previous report. 9617601-2026-00393. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the failure to open for both peds could not be determined. The cause of the resistance during the catheter retrieval is unknown due to the crease at the proximal hub of the microcatheter. There was no stent damage and no catheter kink.